Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was not performing as expected due to fluid loss. The aus was explanted and replaced. There were no patient complications reported.